Event description:
It was reported that there was air in the patient line of an automated peritoneal dialysis set during use on a homechoice (hc) machine. The home patient (hp) did not connect to the setup. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) arranged to swap the device for the issue and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.